Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implantable cardioverter defibrillator (ICD) was implanted, the patient was inappropriately s hocked by the ICD. The ICD was removed and found to be defective. A new device was implanted. No further patient complications have been reported as a result of this event.